Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that the pump was not exposed to high magnetic field. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm motor position encoder error alarm due to history file overwritten with displayable history crc check failed on startup alarms due to a corrupted history file. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump had normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.